Manufacturer narrative:
Date of event is unknown; awareness date has been used for this. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microlance¿3 needles 23 g the bevel was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: deterioration of the bevel of the needles, have a bevel with a small metal "chip". With a small metal "splinter".

Event description:
It was reported while using bd microlance¿3 needles 23 g the bevel was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: deterioration of the bevel of the needles, have a bevel with a small metal "chip". With a small metal "splinter".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19-dec-2022 . H6: investigation summary a device history record review was completed for provided material number 300800 and lot number 210325. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, ten (10) used needle samples were returned for evaluation by our quality engineer team. The samples were microscopically examined and bevel damage was observed, confirming the reported incident. During the assembly process, an inline camera system inspects all needle points and rejects any defective product identified. A test for cannula point condition is also performed every thirty minutes and penetrability testing is performed prior to each lot release to ensure the product meets specifications. It is possible that the cannula components were damaged prior to assembly and went undetected by the systems in place.